Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose level rose to 398 mg/dl (22.1 mmol/l) between 37 and 48 hours of wearing the pod. The patient¿s parent was unsure if the cannula was properly inserted in the infusion site on their arm. The parents also noticed the smell of insulin. Upon removal of the pod, there was a small red bump at the insertion site on their left arm. A new pod was applied and glucose values improved and were normal overnight and the following morning.